Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15825. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011842 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 24-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011842 the count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011842 was manufactured according to the work instruction (wi) version 120 and manufactured in the li74 on 18-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (B)(4) was opened during the production process and further product disposition were required. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaint area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, one non-conformance (nc) raised during production unrelated to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to corrective and preventive action (CAPA)): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced was hospitalized (B)(6) 2025 due to kinked cannula leading to hyperglycemia. The blood glucose level was 477 mg/dl at the time of event and the patient got treated with 3 liters o intravenous fluids. The insertion site was abdomen and hip. No further information available.